Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that a rotaflow displayed the error message ¿head error¿ during start-up of the device and no patient was involved. It was detected that the lemo connector has a loose connection or the pin is not connected properly. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that a rotaflow displayed the error message ¿head error¿ during start-up of the device and no patient was involved. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge service technician and the reported "head error" could be confirmed on the rfd. The affected rotaflow drive with s/n (B)(6) has been replaced with a new drive with s/n (B)(6). The unit is working as intended and is back in use. Based on these investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.